Manufacturer narrative:
Additional product codes: hty; jdr; mbi; gam; gas; gat. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder repair procedure the first lupine anchor with orthocord pulled out of the bone upon drilling and insertion. The second prepared site was drilled and the anchor was malleted down the guide, but when removing the inserter, the second lupine anchor with orthocord suture unloaded from the anchor and left nothing except the anchor and the loop in the bone. The case was completed successfully, but the procedure was delayed seven to eight minutes during which time the new anchor was opened. It was noted fragments were created and removed easily without additional intervention. Both anchors were removed from the patient with a grasper; no debris was left in the patient. New lupine anchors were opened and used successfully. It was noted four (4) bone holes were created during the case. It was noted the patient¿s bone quality was average. The surgeon was pulling on the anchors without overly exerting. The anchor did not remain on the inserter after removal from the cannula. The suture did not wrap around the handle or driver. The surgeon was not grasping the suture during removal. The surgeon used appropriate downward force applied with driving anchor in. It was noted the surgeon used proper suture management. This report is for a lupine anchor with orthocord. This is report 2 of 2 for (B)(4).